Manufacturer narrative:
Sample collection and centrifugation information was not supplied. While troubleshooting with hotline, the customer discovered there were no reagent packs in the reagent carousel. The bci field service engineer (fse) had just serviced the instrument and the customer found the opened reagent packs in the refrigerator. Customer support specialist instructed the customer to discard all of the opened reagent packs in the refrigerator, because potential erroneous results could occur if those reagent packs were reloaded onto the access 2. Use error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining several no value/ind flags generated by the access 2 immunoassay analyzer. The customer feedback did not state what assays or how many patients' samples were affected. Unknown if erroneous result and/or correct results were obtained. Results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event. However, upon recur and the correct sequence of events, erroneous but believable results can be obtained